Manufacturer narrative:
Common device name is similar to mobi-c cervical disc prosthesis. PMA number is similar to p110009. This device is not cleared within the us, but is similar to mb3995. The device was not returned, but photos of x-rays were provided and used for analysis purposes. The cause is likely attributed to a use error associated with the improper selection of implant size and/or patient due to the patient having a previous fusion above this level. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that a revision surgery was performed to address a disc replacement device that migrated six weeks post-operatively.